Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-s1 to treat degenerative disc disease, subluxation and stenosis. Sometime post-op, the patient's leg had given out and the patient "had a few falls." The patient was seen for follow up; office notes indicated x-ray revealed that the screw at si was broken. The device was explanted. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.